Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 402 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours. This is not a failure of the device but rather a safety feature of the device. The bottom housing vent was observed to be damaged. The timing and cause of this damage is unknown. However, this damage did not affect insulin delivery as fluid was able to successfully exit the distal tip.